Manufacturer narrative:
A ge service representative performed an onsite investigation. The pcb's in the work station were reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had a communication error during boot up. No patient injury was reported.